Event description:
It was reported that there was unacceptable thresholds, variable impedances, sensing difficulty, and an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.